Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying an orange power light and a black screen. No led indicators on mouse and/or keyboard. During the initial troubleshooting it was found that the aten kvm switch was off because the power adapter cable was loose/disconnected. After they reconnected the cable, led indicator on the switch became blue. At this point they were able to unplug and reconnect the dvi cable which allowed the cns screen to come back up. No harm or injury was reported. Attempt #1: (B)(6) 2021 called customer via the provided telephone number for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 called customer via the provided telephone number for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 called customer via the provided telephone number for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) is displaying an orange power light and a black screen. No led indicators on mouse and/or keyboard. During the initial troubleshooting it was found that the aten kvm switch was off because the power adapter cable was loose/disconnected. After they reconnected the cable, led indicator on the switch became blue. At this point they were able to unplug and reconnect the dvi cable which allowed the cns screen to come back up. No harm or injury was reported.